Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. There was blood in/on the helix/lobe mechanism. There was tissue on the helix.

Event description:
It was reported that the right ventricular (rv) lead dislodged and had failure to capture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.